Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion being treated was distal to another stent in a vein graft. The physician attempted to reach the lesion with a taxus express2 3.5 x 16 mm drug eluting stent. However, the taxus stent was unable to cross the lesion. Consequently, the stent was never deployed. The physician then attempted to withdraw the stent delivery system (sds), however, it was hung up on the previously deployed stent. After the physician successfully retracted the sds from the patient's body, stent damage was noticed. The procedure was successfully completed with a liberte 3.5 x 16 mm stent. No patient complications or injuries were reported. Patient status is reported as "satisfactory/good".